Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in a calcified and moderately tortuous forearm shunt. The physician inflated a 6.0 x 40/40 (4f) sterling balloon catheter in the target lesion. The balloon was inflated to 6 atms then 10 atms. Upon the third inflation the balloon ruptured at 14 atms. There was residual stenosis and the flow recovered. The device was successfully removed. No patient complications were reported and the patient's status is good.